Event description:
During an embolization of a left internal carotid artery (ica) aneurysm, while attempting to place a 22mm enterprise stent via a prowler select plus with a 45 degree angle at the target site, just below the left pcom, the stent was observed to be in perfect position. Upon slow deployment of the stent, just as the last segment, just beyond the recapture limit point when the proximal end of the stent deployed & the prowler select plus microcatheter was being removed, the stent migrated proximally. It ended up deploying proximal to the aneurysm neck. The vessel was not tortuous, the enterprise was prepped and delivered per IFU, there was no friction or resistance. All the slack was removed. A second 22mm enterprise stent was successfully placed to cover the neck of the aneurysm. After covering the neck of the aneurysm with the enterprise vrds, the aneurysm was then coiled. During the first orbit coil placement, upon detachment, the tail of the first coil (2.5x3.5) appeared to be in the parent vessel lumen; however, this could not be confirmed, because there was no dynact angiography available. A second coil was placed. The procedure was completed. The pt was reported to be clinically stable post procedure.

Manufacturer narrative:
A review of the mfg documentation associated with orbit lot 13439852 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Based on the available info, no conclusion can be made regarding the reported possibility that during an enterprise vrd assisted coiling; the tail of the orbit coil may have been in the parent vessel lumen upon detachment. The enterprise IFU precautions that coil protrusion during embolization may not be visualized fluoroscopically, because of the superimposition of the stent and coil mass. Intermittent angiograms in multiple views may be necessary to ensure there are no coil loops protruding into the parent artery. It is possible that aneurysm characteristic combined with coil positioning at the time of the detachment may have contributed to the event. Clinical factors may have contributed to the possible coil protrusion; there is no indication that it is related to the device design or mfg process. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00116.